Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (hook) was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: 1. Non-conforming component: according to the device history record review, the lot was manufactured according to specifications. 2. Poor assembly process: a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the notable usage that was given to the unit it indicates that the unit was assembled properly and was operational before the condition was observed. 3. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. Even though there was no impact wear marks observed on the probe¿s insulation, exceeding the tip cantilever force during use cannot be ruled out as a possible contributor to the breakage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the hook broke. The piece was retrieved and the surgery was completed successfully with no medical intervention.

Event description:
It was reported that the hook broke. The piece was retrieved and the surgery was completed successfully with no medical intervention.